Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot#: j0058209r, implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 22-feb-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal bupivacaine 7mg/ml at 1.7516 mg/day and hydromorphone 7 mg/ml at 1.7516 mg/day via an implanted pump. The indication for use of the pump was spinal pain. It was reported that the patient experienced an increase in his bilateral foot symptoms as if he was not getting full medication on (B)(6) 2019. They did a dye study on (B)(6) 2019 and they suspect that they catheter is occluded. The hcp later further reported on (B)(6) 2020 that the patient had magnetic resonance imaging (MRI) on (B)(6) 2020 but did not have the pump interrogated until the date of this report when he was in for a refill. It was noted the pump was not filled/accessed because of the stall and also the patient had a wound and a possible catheter occlusion. Telemetry state was reviewed and re-interrogating the pump the pump was recommended. It had not been less than 2 hours since the patient exited the MRI. The patient was no longer there so troubleshooting could not be performed. The patient experienced pain. The event date regarding the MRI was (B)(6) 2020.